Event description:
Patient reports since surgery right knee is bigger than left knee and has extreme pain. Patient reports excessive bleeding during surgery. Pain feels like two pipes grinding together pinching a nerve. Patient ices knees everyday and physical therapy does not help. Patient says it feels like there is gravel under her knee caps. Patient wants to know if implant/cutting guide is part of recall.

Manufacturer narrative:
Additional device information received cat 6197-9-001 simplex p with tobramycin1 packlot code mbu020. The patient is (B)(6) in height. An event regarding pain involving a triathlon knee was reported. The event was not confirmed. Medical records received and evaluation: a review of the medical records by a clinical consultant indicated, ¿other than the august 6, 2014 addendum to this report at request of the patient, no confirmation of the complaints noted in the event description are available. There is no evidence of the right arthroscopy having been performed. The operative report of the bilateral total knee arthroplasty surgeries does not indicate any recalled guides used during the surgeries. There is no evidence that factors of faulty prosthetic design, manufacturing, or materials are responsible for this patient¿s clinical complaints.¿ device history review: all devices accepted into final stock met specification. The devices were not subject to a recall. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because there was no confirmation in the medical records of the complaints noted in the event description.

Event description:
Patient reports since surgery right knee is bigger than left knee and has extreme pain. Patient reports excessive bleeding during surgery. Pain feels like two pipes grinding together pinching a nerve. Patient ices knees everyday and physical therapy does not help. Patient says it feels like there is gravel under her knee caps. Patient wants to know if implant/cutting guide is part of recall.

Manufacturer narrative:
Additional devices listed in this report: cat 5551-g-299, triathlon symmetric x3 patella: lot code 7d2d. Cat 5510-f-502, triathlon cr fem comp#5 r-cem: lot code s9ydj. Cat 5520-b-400, triathlon prim tib baseplate - cem: lot code hkawd. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Devices implanted.